Event description:
Electrode belt sn (B)(4) was returned to zoll following a pt end of use. The pt experienced asystole, a non-treatable rhythm, and passes away. There is no evidence to support that the lifevest caused or contributed to the pt death. Resuscitation efforts were initiated by the paramedics, and removal of the device may have caused damage to the electrode belt. Upon receipt of electrode belt sn (B)(4), a reportable problem was detected. The belt failed incoming functional testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming functional testing. Upon eval, the cable connecting the distribution node (dn) to the tear therapy electrode (te) was pulled from the dn strain relief and detached from the board. In addition, the dn to front te cable was pulled from the strain relief inside ECG b. The cause for the test failure is the damaged cables. The root cause of the damaged cables and internal wires cannot be positively identified but is likely excessive force placed on the cable and physical abuse probably during resuscitation efforts.